Event description:
Bipolar cord & disposable gyn forceps plugged into unipolar cautery side. Paddle touched and slightly cauterized cecum. No opening of bowel occurred; however, two sutures were used to oversew the area.